Event description:
Sales rep reported that during a lar, staples did not form during firing on anastomosis w gst60b on ech60s. After a 90 minute delay the hand sewed anastomosis to complete the case without patient harm.

Manufacturer narrative:
(B)(4) date sent: 5/14/2024 d4: batch # unk b3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary: this is an analysis of one photo and one video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a piece of tissue with some unformed staples and a piece of surgical instrument. The video shows the jaws of a device loaded with a blue reload, between the jaws a piece of paper towel, at mark 00:07 the device was fired and the knife pushed the paper towel to the proximal end of the jaw also it shows some unformed staples over the surgical field. Based on the photo and video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.